Event description:
Customer reported an elevated blood glucose level due to unknown specific settings changes. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer performed a correction injection using manual daily injections. Customer independently managed the situation without requiring third-party assistance. Technical support helped the customer update their settings, advising consultation with healthcare provider for confirmation.